Manufacturer narrative:
UDI #: (B)(4). Field service specialist (fss) visited site after event to evaluate system operation. After checking the equipment no faults were present. The z-calibration was adjusted slightly. Measured energy and depth in gel, system met amo specifications. Application support manager (asm) followed up with the account and found patient is doing very well. All pertinent information available to abbott medical optics has been submitted.

Event description:
Surgeon reported that patient had a procedure to create limbal relaxing incisions (lri) and that patient had unexpected outcome and a cornea perforation as a result. During follow up it was found that patient required sutures. After the event patient best corrected visual acuity (bcva) improved as pre-op bcva was 20/30 and current bcva is 20/20.